Event description:
The customer reported that the 840 ventilator was inoperable. Device was not being used on a patient when event occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the analog interface (ai) printed circuit board assembly (pcba). Covidien not authorized to evaluate the device.

Manufacturer narrative:
Covidien reference # (B)(4).